Event description:
Information received by medtronic indicated that the patient had a phrenic nerve injury during a cryoablation procedure, during the treatment of the right superior pulmonary vein. Isolation of the four pulmonary veins was completed with the cryoablation catheter. The phrenic nerve injury did not resolve by the end of the procedure. One day post procedure, the patient reported slight difficulty in breathing in dorsal position. No special care was provided for it. No vertical motion of the phrenic nerve was observed. The patient did not report the difficulty in breathing when discharged from hospital.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files and failure files were reviewed and did not show any system notices for the date of event. Bin files showed that at least 21 injections were performed with the catheter.

Event description:
Information received by medtronic indicated that the patient had a phrenic nerve injury during a cryoablation procedure, during the treatment of the right superior pulmonary vein. Isolation of the four pulmonary veins was completed with the cryoablation catheter. The phrenic nerve injury did not resolve by the end of the procedure. One day post procedure, the patient reported slight difficulty in breathing in dorsal position. No special care was provided for it. No vertical motion of the phrenic nerve was observed. The patient did not report the difficulty in breathing when discharged from hospital. Additional information received 05/15/2015 indicated that an x-ray performed (B)(6) 2015 confirmed that the patient's phrenic nerve had recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.